Event description:
Event description guidant received information that this implantable lead exhibited a low shocking impedance. The actual impedance measured is not known. The available information suggests that defibrillation threshold tests were conducted to assess lead continuity. The information suggests that induced ventricular fibrillation was not successfully terminated, possibly due to the low shocking impedance. The decision was made to explant and replace this lead and the implantable cardioverter defibrillator. It is not known if similar guidant devices were implanted. No patient symptoms or complications have been reported.